Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the hasson cone broke into plastic pieces. It was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site had the similar failures with total 13 hasson cones. It happened in multiple procedures on different dates. The reporter could not provide any specific timeline about the event dates. Site returned 5 hasson cones. As per reporter, some were disposed. Site does not know exact disposed count. The failure occurred when the hasson cone was attached to the assembly. It broke into multiple pieces. No fragment fell into the patient and there was no patient harm. The procedure was completed by changing the cone robotically.